Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. There was no lead damage observed during visual inspection of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead, an abnormal injury pattern with a prominent negative deflecting q-wave was observed at each attempted lead placement. The injury pattern was described as very different from that seen with a different model of lead. The physician struggled to properly advance the lead out of the catheter, which led to potential lead damage. Slack could not be properly placed in the right ventricular lead without causing damage to the lead. The lead was placed in various locations on the septum in an effort to encourage proper slack but were unsuccessful. There was potential lead damage due to physician handling, and a positioning or placement issue was attributed to patient anatomy. The lead was replaced with a different model of lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.